Event description:
It was reported there was a loss of therapeutic effect. Patient had stimulation that was controlling symptoms until two days prior to report. The stimulation changed from the vaginal area to the rectal area and was very uncomfortable. The patient was going to the bathroom all day. There was no reported falls or trauma. It was noted the health care professional told the patient the change could be due to the reduction of swelling. Patient switched programs and at the time of report was comfortable. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-33, lot # va02tb0, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer.